Manufacturer narrative:
Product event summary: the device was returned and analyzed. The mapping catheter showed was broken and there was a shaft kink. No ECG signal wires were broken inside the shaft. The tip/loop section were intact with no apparent issues. The catheter failed the performance test due to being broken and a shaft kink. The product analysis findings do not indicate a manufacturing related defect. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a cryo ablation procedure, the mapping catheter was returned to the manufacturer, analyzed, and tested out of specification.